Event description:
It was reported during the implant procedure, the patient experienced a left pneumothorax. The patient was hospitalized and treated. The issue was resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).